Manufacturer narrative:
H3 - device evaluation: lens was returned in a microcentrifuge vial, dry with debris on the product. Visual inspection found the lens optic and haptic torn with debris on the lens. Claim#: (B)(4).

Manufacturer narrative:
B5: damaged haptic lens noticed prior to opening the vial. Claim# (B)(4).

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vtich12.1 implantable collamer lens of 8.0/4.5/094 (sphere/cylinder/axis) was reported with a broken haptic damged lens. The lens was not implanted.